Manufacturer narrative:
Sections with additional information as of 29-nov-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-006: passed expiration date.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: sweating. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3). During the call, a blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 11/30/2021 and test strips have been opened for more than four months (expired). The customer did not have another vial of test strips that had been stored and handled correctly. Customer was going to purchase new test strips. At the time of the call, the customer reported feeling sweaty; medical attention was not needed at the time.